Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 400 mg/dl. Customer¿s blood glucose at time of incident was 485 mg/dl and current blood glucose was 397 mg/dl. Customer reported the following symptoms related to their high blood glucose were little bit of abdominal pain, headache, eyes hurt. Customer treated for high blood glucose with syringes. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer declined to continue pump troubleshooting. Customer reported that, the infusion cannula was bent from high blood glucose troubleshooting. The insulin pump will not be returned for analysis.